Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The unit was analyzed and the issue was not confirmed using log review. Upon visual inspection, the unit was found to have a dent on the power button. During functional testing, the unit displayed error c-34 upon startup, and the erbe internal log revealed additional errors c-00 and m-11. The complaint was confirmed by failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, user informed the technical support engineer (tse) that they encountered an erbe error c-34. Before reaching out, the user had already attempted several troubleshooting steps, including power cycling the system and erbe, as well as replacing the cautery cord and instrument, but these actions did not resolve the problem. The tse guided the user to use a third electrosurgical unit (esu) to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.